Event description:
The patient was admitted with unstable angina pectoris in 2007. The patient had type b1, de novo, smooth and concentric lesions in the mid right coronary artery and in the mid to distal left anterior descending branch. The mid right coronary artery had 99% stenosis and was 10mm in length. The vessel diameter was 3mm. A 3.0 x 13mm cypher select stent was implanted electively. Then a 3.0 x 13mm cypher select plus stent was implanted to treat a dissection. It appears that another dissection occurred at this point and a 3.0 x 18mm cypher select stent was implanted to treat this dissection. All of the stents were implanted at 12 atm and overlapping. The mid to distal left anterior descending branch was bifurcated with 80% stenosis and the lesion was 30mm in length. The vessel diameter was 2.75mm. The lesion was pre-dilated after an attempt for direct stenting failed. A 2.75 x 33mm cypher select plus stent was implanted electively. Then a 2.75 x 13mm cypher select stent was also implanted electively. Both stents were implanted at 12 atm and overlapping. The patient's medications include the following: clopidogrel (pre, intra and post procedure), beta blockers (pre procedure), aspirin (intra and post procedure) and heparin (intra procedure).

Manufacturer narrative:
Please note: this ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated MFR report numbers are 9616099-2007-02217 and 9616099-2007-02496. Add'l info will be submitted upon 30 days of receipt.